Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device will not turn on. The device's power management board should be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.